Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/30/2025, the user¿s spouse reported that during a supply change, the touchscreen was unresponsive to ¿yes¿ selections, though ¿no¿ remained functional. No cracks were visible on the screen. Troubleshooting was unsuccessful. A replacement pump will be shipped. Blood glucose was unaffected. No symptoms were reported, and no medical intervention was required.